Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The motor passed motor test no anomaly noted.

Event description:
Customer reported that her insulin pump is malfunctioning, because it was trying to deliver 30 units of insulin. Customer stated that she disconnected the infusion set from her body quickly to avoid the over delivery. Customer also stated that the insulin pump did not alarmed to let her know of the malfunction. Nothing further was reported.